Manufacturer narrative:
As reported in a research article, "open transcatheter double valve-in-valve replacement for degenerated bioprostheses on the arrested heart "an unknown 27mm st. Jude medical (sjm) tissue mitral valve was implanted along with a concomitant 21mm carpentier edwards magna ease aortic valve, in an 82-year-old male patient. Some of the complications reported were mitral stenosis, mitral regurgitation, calcification, dyspnea, fatigue, surgical intervention, and hospitalization. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "basilica left, chimney right protecting coronary arteries according to anatomical requirements in valve-in-valve tavr.

Event description:
The article, "basilica left, chimney right protecting coronary arteries according to anatomical requirements in valve-in-valve tavr", was reviewed. The article presented a case study of an 80-year-old male patient with stenosis. It was reported that on an unknown date, a 21mm trifecta valve was implanted. The patient presented 6 years post-procedurally for restenosis due to the degenerated trifecta valve. A decision was made to perform a transcatheter valve-in-valve (viv) procedure utilizing a bioprosthetic or native aortic scallop intentional laceration to prevent iatrogenic coronary artery obstruction (basilica) hybrid approach to the left coronary artery and chimney stenting to protect and treat the calcified ostial right coronary artery stenosis. A 23mm medtronic evolut r valve was implanted for the viv procedure. The article concluded that this case describes the complementary use of 2 coronary protection techniques in viv tavr and highlights the need for appropriate preprocedural imaging and evaluation to recognize different mechanisms for increased risk of coronary artery obstruction in tavr. [The primary and corresponding author was (B)(6).